Event description:
Edwards received information that an aortic bioprosthetic valve was explanted after an implant duration of approximately five (5) years due to aortic stenosis. The reporting physician described the condition of this bioprosthetic valve as ¿all leaflets were hardened and reduced mobility, and partial calcification was confirmed. Adhesion was observed between the stent post and the wall of ascending aorta, and aortic intimal thickening reached to the stent area. Aortic stenosis was severe¿. It was further reported that the device was replaced with a mechanical valve with no adverse patient effects reported as a result of the valve replacement.

Manufacturer narrative:
Evaluation summary: the explanted device was received and evaluated; heavy calcification was observed in the cusp areas of leaflets 1 and 3, moderate to heavy calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 3 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, a hole was observed in the cusp of leaflet 3, area of hole was approx 5mmx2mm. Calcification was observed near the region of the hole. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal to moderate at the stent inflow and moderate at the stent outflow. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported failure leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, it is likely that this patient's condition and medical history (obesity, diabetes) may have contributed to this event. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.